Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08161. It was reported, the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken, explanting and replacing the octrode leads with a penta. It was noted during the procedure, one octrode lead was non-functional and fractured. Reportedly, the ipg was electively replaced with a newer model at that time. Postoperative programming achieved effective stimulation. The issue is resolved.

Manufacturer narrative:
(B)(6). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.